Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 403:317:871:000, which interrupted delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 6.63.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 403:317:871:000 was discovered and confirmed in the pump's event history during product evaluation. The assignable cause was determined to be a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.